Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-03052. The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg per the instructions for use (IFU), thv dysfunction resulting in pulmonary valve symptoms is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause pulmonic regurgitation. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The training manual to use the delivery system balloon if post dilation is necessary. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the pulmonic regurgitation with placement of a second valve was likely caused by the post dilation of the 29mm s3 valve with the 30x4 non-edwards balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical trial specialist, post deployment there was central leak, so a second valve was implanted. The 29mm commander had significant trouble tracking up to pulmonic pre-stent. All maneuvers were utilized to get the 29mm sapien 3 (s3) into the waist of the pre-stent. No pacing was performed. During valve deployment, it was extremely difficult to inflate the balloon. The physician was able to get the balloon inflated and deflated. Final placement of first valve was below the waist of the pre-stent. Angiogram was performed and the valve was in an acceptable position. The team wanted to ensure that valve was fully expanded so they left the commander in place and went up opposite side with a 30x4 bib. The bib was inflated x2 at 6atm. During the second inflation, there was more valve expansion of the s3 and appeared to move more distal to land at the waist of the pre-stent. The team was pleased with this result. Echocardiogram was performed and found wide open pulmonic regurgitation (central leak) and moderate tricuspid regurgitation. The team was unsure of what happened to the valve or how it was damaged. They discussed that it could have been the manipulations to get to pre-stent or the additional inflations with the bib. The final decision was made to place the second valve. The second commander was inserted in the esheath and advanced and aligned without issue. The s3 was advanced in pre-stent and the first valve. The second valve was positioned slightly above the first. The valve was deployed slow controlled inflation with final result of second valve level with first valve.